Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was removal/replacement due to battery site erosion and infection. The ins was removed, the battery pocket cleaned, and a new ins was placed. The patient¿s ins began to erode through his skin and was removed/replaced to avoid infection. The incision had broken open.